Event description:
It was reported that the core impaction drill was overheating during service inspection at the manufacturing facility. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.